Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 435 mg/dl and 186 mg/dl within 10 minutes. Reported a comparison from a different day of 238 mg/dl, and 114 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.